Event description:
It was reported that two bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) experienced tubing separation from adapter/luer connector. The following information was provided by the initial reporter: material no: 383516 batch no: 8214832. Alleged event: on (04/26/19) on two occasions our 20g IV catheters (ref 383516) came apart while in use with patients. The extension tubing that connects to the stabilization platform is where it came apart. This happened once just starting the IV. The IV malfunction occurred twice and the patients were not harmed. The first patient had to have another IV started and the second patient received a little less contrast than they should have for the exam. Customer stated that she was not able to give any patient identifiers due to hippa.

Manufacturer narrative:
H.6. Investigation summary: DHR review was performed on lot number 8214832: the lot number was built / packaged on nfa line 1 from 05aug2018 thru 10aug2018. No reject activity associated with the lot number provided was found. Received 9 nexiva unused units within sealed packages from lot number 8214832 along with a fold up dispenser. All contents within were intact. The extension tubings were manually pulled on all the units received: no disconnections occurred on any of the units received. The photo provided by the customer revealed a 20ga straight adapter with an extension tubing and a pinch clamp disconnected from the winged adapter (not shown on the picture). Visual confirmed failure experienced by the customer. Conclusion(s): the device failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect is created at the new zone 8 adhesive dispense station. When the adhesive dispense tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures. The manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue. Msas for the adhesive visual inspection were conducted on line 1 on (B)(6) 2019, line 2 on (B)(6) 2019, and line 3 on (B)(6) 2019.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) experienced tubing separation from adapter/luer connector. The following information was provided by the initial reporter: material no: 383516, batch no: 8214832. Alleged event: on ((B)(6) 2019) on two occasions our 20g IV catheters (ref 383516) came apart while in use with patients. The extension tubing that connects to the stabilization platform is where it came apart. This happened once just starting the IV. The IV malfunction occurred twice and the patients were not harmed. The first patient had to have another IV started and the second patient received a little less contrast than they should have for the exam. Customer stated that she was not able to give any patient identifiers due to hippa.